Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The other device listed in this report: cat # mmh-9988-1850, lot # fm 067801, description: mitch trh md hd sz50+8, manufacturer: depuy; cat # unk_jr, lot # unknown, description: unknown_joint replacement_product, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
A primary tha was performed by dr on (B)(6) 2008 where three items were implanted. A size 4.5 accolade tmzf stem, 56 mitch cup and 50 +8 mitch head were implanted. The patient reported increasing hip pain in the past 12 months and dr revised this hip on (B)(6) 2018. Two of the implants were removed showed signs of metal wear, trunnionosis and metallosis. The cup remains in situ.

Manufacturer narrative:
Reported event: an event regarding corrosion/metallosis involving an accolade stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated the presence of damage on the stem trunnion. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was also observed on the stem trunnion consistent with a corrosion product, an oxide, material transfer from a stem base alloy and biological material. Clinician review: not performed as no medical records were provided for review. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to trunnionosis and metallosis. Visual inspection of the returned device indicated the presence of damage on the stem trunnion. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was also observed on the stem trunnion consistent with a corrosion product, an oxide, material transfer from a stem base alloy and biological material. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Catalog numbers and lot codes of other devices listed in this report: device name#: mitch 50 +8 head; cat#: mmh-9988-1850; lot#: fm067801. Device name#: 56 mitch shell.

Event description:
A primary tha was performed by dr on (B)(6) 2008 where three items were implanted. A size 4.5 accolade tmzf stem, 56 mitch cup and 50 +8 mitch head were implanted. The patient reported increasing hip pain in the past 12 months and dr revised this hip on (B)(6) 2018. Two of the implants were removed showed signs of metal wear, trunnionosis and metalosis. The cup remains in situ.